Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071908/7076371.

Event description:
It was reported that the patients leads had high impedances and had difficulty charging the implantable pulse generator (ipg). The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.